Event description:
It was reported that tip detachment occurred. The tight target lesion was located in a calcified vessel. Following usage of rota and shockwave, a stent was implanted. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. The catheter crossed the lesion and while it was being pulled back during an imaging run, resistance was encountered and the tip separated from the catheter. An attempt to snare the detached tip was unsuccessful, so a new stent was implanted to trap the tip and keep it in place. There were no patient complications reported and the patient fully recovered.